Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump buttons became unresponsive during a bolus and that the display changed without input. The blood glucose reading was 91 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. No debris under window noted. The insulin pump has cracked case at the display window corners, battery tube threads and minor scratched lcd window.